Event description:
It was reported to MFR, by facility. Per facility, resident was being transferred when the bolt that attaches the scale broke, causing the cradle to fall and the resident was dropped. Resident fell to the floor, she was sent to ER for medical exam and was admitted to the hospital with a broken hip. MFR issued RMA # 61593 for return of lift. Another conversation with facility, they state the bolt did not break. It is still intact and it unscrewed itself. They mentioned that where the screws goes into, it looks stripped.